Event description:
The pt ((B)(6)) received their scs system on an unk date. It was reported that the pt complained of intermittent stimulation. The ipg was explanted on (B)(6) 2009. Follow upon on the pt found that no further issues have been reported. The ipg was returned to ans for eval. No further info is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The flex lead to the positive battery terminal was found to have a tear. The tear has severed the trace resulting in an intermittent connection between the positive battery terminal and the pcb. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.